Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device did not fire correctly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).